Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/10/2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2017 with the following findings: during investigation, the keypad cover was intact and all keypad buttons were responsive to user input. The keypad cover was removed to find no defects to or under the button contacts. The under responsive keypad complaint was unable to be duplicated. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. Unrelated to the original complaint, the display was dim and faded pink. Additionally, the battery compartment was cracked below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.